Manufacturer narrative:
The date of the boluses at 03:00 was not specified in the notes. The download history file shows a bolus delivery on (B)(6) 2015 at 22:53. No bolus deliveries on (B)(6) 2015 or (B)(6) 2015, and on (B)(6) 2015, bolus deliveries at 05:38, 11:31, 17:33 and 19:00. There was no bolus delivery at 03:00 on the download history file for the dates listed. Unable to verify bolus anomaly. The pump passed the functional tests, including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. The pump was programmed with several boluses and monitored. The pump calculated the additional bolus deliveries and were verified in the daily totals screen. The pump was programmed with multiple basal profiles and monitored. All basal profiles delivered properly their indicated amounts and were verified in the daily totals screen. The was programmed and monitored for 2 days. No delivery, bolus or history anomalies noted. The pump had minor scratches on the display window, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call to have high blood glucose of 570 mg/dl. Customer mentioned that healthcare professional found that a bolus was administered at three in the morning when customer was sleeping. Troubleshooting was performed to determine reason for high blood glucose. Insulin pump would be replaced due to customer still being concerned.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.